Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: upon inspection, we were unable to confirm any internal moisture contamination or clouding. Although there was an airtight failure at the base of the cable (head side) , we judge that there is no direct causal relationship to this incident. When the cable is replaced or repaired, we will replace the dehumidifying material inside the head free of charge. Processing work details: replacement of defective parts (cables), operation/function inspection, and quality inspection tests. Probable root cause: cables; connectors; digital board; power supply; filter / fuse; ac inlet board; main board; transition board; fiber board; intermittence between transition board and ch connector; software; scope ; light source; camera head; coupler; 1488 & 1588 extension cable; intermittence while using rf devices; problem toggling light source or from camera head; connected monitors; leaking; use error; poor grounding; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.